Event description:
It was reported that the log files contained low voltage hazard no external power events while using the mobile power unit (mpu). It appeared that the mpu was losing power enabling the backup battery in the controller. The mpu has a v-lock connector on the ac power cord. It is unknown if the ac power cord came loose at the wall outlet or the back of the unit as the patient lives in a skilled nursing facility and is unable to manage their own equipment. The patient might have been disconnected incorrectly, or there might have been a power outage (the facility tests its emergency generators daily). However, there were no known environmental circumstances that would have affected the ac power at the time of the event. The mpu was not removed from service and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(4). Was not returned for analysis; however, a log file was submitted for review (112236). A review of the submitted log files showed events spanning approximately 10 days (11nov2022 ¿ 21nov2022 per timestamp). No external power alarms coincident with a loss of ac power were active on (B)(6) 2022 from 05:56:22 ¿ 05:47:24, on (B)(6) 2022from 23:04:30 ¿ 23:07:32, on (B)(6) 2022 from 04:15:36 ¿ 04:15:37, and on (B)(6) 2022 from 02:04:01 ¿ 02:05:20. The alarms occurred while the controller was connected to the mpu and cleared once power was restored. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. Pump operation was not affected. The device history records were reviewed for the mpu (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.